Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
In 2016, a 25mm trifecta gt valve was implanted. In (B)(6) 2018, severe aortic regurgitation was observed and the patient was referred for surgical intervention. On (B)(6) 2019, the device was explanted and exchanged for a 23mm inspiris valve. Upon explant, the ncc was observed to be prolapsed and once explanted, the physician reported that one of the leaflets was torn from the stent post of the ncc. The patient was reported to be stable following the procedure.

Manufacturer narrative:
An event was reported that the valve was explanted due to aortic regurgitation and replaced with a smaller, 23mm, valve. The tear observed at explant was confirmed. Leaflet 1 was torn away from stent post 1. There was circumferential fibrous pannus ingrowth on the inflow surface. Fibrous pannus ingrowth was also present at stent posts 1 and 3, encroaching onto the base of leaflet 3. The sewing cuff had been nearly completely removed at explant. No acute inflammation or significant calcifications were found. The near complete removal of the sewing cuff, the host to device reaction (pannus formation), and the selected valve size (25 mm) being larger than the replacement valve (23 mm) are possible evidence of oversizing and interaction with patient anatomy. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation demonstrated mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The noted evidence of possible oversizing, the loss of collagen at the tear site and the redistribution of stress due to the pannus ingrowth are all potential contributing factors to the leaflet tear and resulting regurgitation.

Event description:
In 2016, a 25mm trifecta valve was implanted. In november 2018, severe aortic regurgitation was observed and the patient was referred for surgical intervention. On (B)(6) 2019, the device was explanted and exchanged for a 23mm inspiris valve. Upon explant, the ncc was observed to be prolapsed and once explanted, the physician reported that one of the leaflets was torn from the stent post of the ncc. The patient was reported to be stable following the procedure.